Manufacturer narrative:
Device received with operating currents within spec. Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime test due to faulty force sensor resistor (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. No displayable history crc check failed on startup error alarms found at the pump history files. The motor was tested outside the device and passed. Device received with cracked case at the display window corners. Device received with minor scratched display window and case. Device received with missing end cap sticker. Device received with partially broken off reservoir tube lip. The p cap / reservoir locked properly during testing. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to diabetic ketoacidosis. The customer blood glucose level was unknown at the time of incidence. Customer also receive motor error and no delivery alarms. The device will not be returned for analysis.